Event description:
The device rings continuously and displays the message "main alarm defective". It is unknown if there's patient involvement. The v60 was put aside and another one was used for the patients. It was noted that the loudspeaker was replaced that is connected to the pm pcba board.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Manufacturer narrative:
H10: philips received a complaint from the customer, that reported that the device displayed error code 1102 (primary alarm failed). It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) reported that the device had a technical alarm "main alarm defective." A philips field service engineer (fse) reported that the loudspeaker was replaced and connected to the power management (pm) pcba board. The system meets the specification for the performed service and is returned to use.